Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Tamper seal void: peeled back to rear case. Found internal frame incorrectly installed, resulting in 3 broken standoffs. Ground strap bent beyond use. Found linear sensor cable mis-routed. No clips installed on iui interface ribbon cable. Found screw (from drive assembly) floating in compartment. Found gripper-retainer incorrectly installed (was under the rear case guide rails, leaving internals exposed). Numerous screws installed were wrong type (stainless vs. Non-stainless, or self threading vs. Not). 2 missing screws. Recalls required: none. Repair: front case: cracks: top/lt/dome, bel prs hsng/2x, bot/ctr/edg; dents: lt/2, bot/5, rt/3, bez/3: replaced front case; keypad assy is incidental repair. On disassembly, found top disc holder screw insert corroded. Replaced tdh. Rear case: broken: base/lt/fr/scr/internals exposed. Bot/rt/fr/cnr/ie. Cracks: bot/rt/mid/scr, bot/rt/fr/edg. Dents: top/lt/fr/edg, bot/rt/edg: replaced rear case. Handle: cracks: rt@case/front, @innr/rr. Lt@spine, @case/cnr: replaced carry handle. Barrel clamp: sleeve damaged. Does not retract properly. Replaced barrel clamp, seal, & bushing. Tube drive: badly twisted (lt) and bent (dwn): replaced drive tube, sleeve, and seal. Iui's: oxidized contacts: replaced both iui's. On disassembly, found all 3 internal frame standoffs broken. Replaced internal frame & fpc retainer (plastic sheet). Module latch: worn actuator & leaf spring: replaced. Incidental repair parts: keypad assy, 2 feet, 2 labels, 1 mylar gasket, 2 iui interconnect ribbon cable clips, 1 ground strap. And 1 sensor flag leaf spring. Maintenance actions: calibration completed. P/m completed. Tamper seal: void: peeled back to rear case. (B)(4).